Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on the shock channel of the right ventricular (rv) lead. The patient received shocks for supraventricular tachycardia in which therapy was exhausted. The patient underwent non-invasive programmed stimulation testing in which everything appeared normal. Technical services discussed possible causes and programming options. No adverse patient effects were reported.

Event description:
The device was later explanted for an unspecified reason and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.